Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: back') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), rash ("rash") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, urinary tract infection, cystitis, vaginal discharge, fatigue, headache, migraine and weight increased had resolved and the menorrhagia and metrorrhagia outcome was unknown. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, rash, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion dates: (B)(6) 2009 (as per ppf). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event injury was deleted and was updated to new events. Following events were added: pain back, dysmenorrhea, dyspareunia, menorrhagia, metorhagia, uti, bladder infection, vaginal discharge, fatigue, headaches, migraine, weight gain,allergy nos, plaintiff did not undergo any confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: back') in an adult female patient who had essure (batch no. 629304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), rash ("rash") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, urinary tract infection, cystitis, vaginal discharge, fatigue, headache, migraine and weight increased had resolved and the menorrhagia and metrorrhagia outcome was unknown. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, rash, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: medical record received. Lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: back') in an adult female patient who had essure (batch no. 629304) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia"), urinary tract infection ("uti"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), migraine ("migraine"), rash ("rash") and skin disorder ("skin disorder") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, dysmenorrhoea, dyspareunia, urinary tract infection, cystitis, vaginal discharge, fatigue, headache, migraine and weight increased had resolved and the menorrhagia and metrorrhagia outcome was unknown. The reporter considered back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, rash, skin disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-mar-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.